Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
The patient reported that her device was turned off by their healthcare provider (hcp). The patient did not know when this happened. The device was turned off because it was not working. The indication for use was non-malignant pain, and failed back surgery syndrome. The type of medication being delivered via the device system was not provided. Additional information had been requested regarding the patient's medication in the device, symptoms, medical history, interventions and other medication patient was taking at the time. If additional information becomes available, a supplemental report will be filed.